Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The catheter was returned for evaluation. As the original stent was not returned with the device, the investigation is inconclusive as the device was not returned in its' entirety. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was entering a 6f sheath. There was no patient involvement.